Event description:
The handpiece was returned to the manufacturer for service, and during the evaluation an unknown oily substance was found that could indicate the device leaked. There was no patient involvement at the manufacturer during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was received at the manufacturer for service and evaluation. During the investigation the quality engineer noted that an unknown oily substance was observed and collected from the device. The device was cleaned and re-lubricated, and worn components were replaced int eh service process as preventative maintenance. The risk associated with this failure has been addressed. A potential cause to have created an event such as this may be contributed to cleaning and sterilization practices at the account. Any trends for this failure mode that require corrective action will be identified through complain/MDR trending.